Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor would not pair with the ilet bionic pancreas despite multiple attempts, including sensor restarts and a sensor replacement, after the sensor had already been paired to the dexcom app. No adverse clinical symptoms reported. Outcomes included delayed initiation of automated insulin dosing until pairing and warm-up completed. User support included guided troubleshooting, verification of pump pairing mode, education on pairing workflow, and replacement of the sensor. Investigation of this case revealed that the sensor remained paired to the mobile app, which interfered with establishing or maintaining the required sensor-to-pump bluetooth connection, consistent with pairing configuration or connectivity issues involving the sensor communication component. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device or device-specific pairing configuration.